Event description:
It was reported that the patient developed a urinary tract infection while using the magic 3 catheter.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Adverse reactions. Urinary tract infection. Bleeding from the urethra. Irritation of the urethra". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a urinary tract infection while using the magic 3 catheter.